Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) lead dislodged. The rv lead was repositioned and remains in use while the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.